Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room. Patient had received inappropriate anti-tachycardia pacing (atp) therapy for supraventricular tachycardia from their implantable cardioverter defibrillator due to inappropriate programming. Device was reprogrammed to address the issue. Patient condition was stable after the event.